Manufacturer narrative:
H.10. Patient details were requested but not received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : multiple requests were made for additional information, however, no additional details were received.

Event description:
The customer reported that the device would not discharge using paddles. We are considering this to be a serious injury because it is not known if the patient procedure was life-threatening nor if the treatment was interrupted. The device was reported to be in use on a patient, however, no direct adverse event to the patient or user was reported. Multiple requests were made for additional patient/procedure information, however, no additional details were received. Multiple requests were made for evaluation information, however, no additional details were received. Multiple requests were made for resolution information, however, no additional details were received. The device remains with the customer. No conclusion can be drawn.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device would not discharge using paddles while in use on a patient. This event will be reported as a serious injury because of the possibility of an adverse event. Additional information has been requested from the customer.